Manufacturer narrative:
On 13oct2023, the field service engineer (fse) provided that the device was in use at the time of the reported event. No patient or user impact was reported. The fse placed an order for the liquid crystal display (lcd) cable, lcd tray, user interface (ui) to lcd cable, socket screw set, lcd assembly, ui printed circuit board assembly (pcba), kapton tape, washer, and cable clamp to resolve the lcd issue. In a good faith effort (gfe) response from the fse received on 18oct2023, it was stated that the patient information from the time of the event was asked but unknown. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) brightness was low and could not be adjusted. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. A philips field service engineer (fse) will go to the customer site for troubleshooting. Investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported that the field service engineer (fse) went to the customer site and replaced the liquid crystal display (lcd) cable, lcd tray, socket screw set, lcd assembly, user interface (ui) printed circuit board assembly (pcba), ui pcba to lcd cable, kapton tape, washer, and cable clamp. The device was checked following the parts replacement and no further anomalies were found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.